Event description:
The customer reported having issues with her reservoir. The customer stated that her reservoirs are hard to remove and insulin was leaking. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.